Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total qty involved for each patient event report: 1 suture each patient. No patient consequence reported for all three patient, surgeon continued to use reported suture to complete case. Product code for all 3 patients: sxpp1b410, lot number: mkq630. Event for all 3 patients: surgeon states that the suture did not have barbs as normal and the suture wasn't holding as per normal. Note: events reported via 2210968-2019-81605, 2210968-2019-81606, 2210968-2019-81607.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. The surgeon stated that the suture did not have "barbs" as per normal and was concerned that the device would not hold properly. The procedure was completed successfully with the suture. There were no adverse patient consequences reported.